Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the cable insulation damaged. However, this did not create a functional issue. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. During testing the phase margin value was recorded out of specification. The instrument was disassembled to inspect the internal components. The acoustic isolator was found to be torn and the hand activation wire had the outer jacket degraded. In addition, an internal electrical test revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. Possible causes that may have contributed to the cable damage include the cable being ran over, or getting tangled by the cart wheels.

Event description:
It was reported that during an unknown procedure, the handpiece didn¿t worked properly. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .